Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic, noise was observed on egms. Noise was not reproducible. Physician concluded that the lead was breaking down. Lead was capped and replaced on (B)(6) 2016. Patient was doing well.